Manufacturer narrative:
Postal code: (B)(6). Additional health effect impact codes: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Event description:
Healthcare professional reported left side "intracapsular rupture with silicone leak", "adhesive capsulitis, "deformation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening in anterior and creases . A microscopic analysis was performed which identify a sharp opening in the anterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "intracapsular rupture with silicone leak", "adhesive capsulitis, "deformation." Device has been explanted.